Event description:
Customer reported spin collar luer lock disconnected from angio catheter hub, resulting in an estimated 100 ml blood loss. Customer reported the spin collar appears to have shallow threads and that it does not rotate more than 180 degrees, both of which cause it to skip over the angio catheter threads. Event occurred in peds anesthesia. Customer reported the t-connector set is used with a jelco, b-braun or bd angio catheter. The disconnection occurred with the jelco catheter. There was no report of patient harm or medical intervention. No further patient/ event information was reported.

Manufacturer narrative:
(B)(4). The affected product has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed.